Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had frozen display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons were not responding. Customer stated that the time was not advancing. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the contacts were not missing, damaged, or corroded. Customer stated neither compartment nor spring are damaged or corroded. The insulin pump will be returned for analysis.